Event description:
It was reported that the surgeon was implanting a set screw in gamma 3 nail, rubber coating on flexible tip of set screw driver broke off in pt; piece was retrieved with no difficulty.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided on a supplemental report.